Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope. Chest x-ray found that the right ventricular (rv) lead position had changed and the lead had no capture. Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.